Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: a manufacturing review could not be conducted as the investigation lot number is unknown. Visual inspection: unable to perform a visual inspection as the device was not returned. Functional/performance evaluation: unable to perform a functional/performance evaluation as the device was not returned. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: one cine run of a vena cava gram was returned and reviewed. A contrast injection in a digital subtraction angio demonstrates thrombus is located inside the apex of the vena cava filter. The filter is in an upright position in the ivc and is performing as expected. The identification of the vena cava filter cannot be determined based upon the video image. Conclusion: the filter was not returned. A video of the procedure was provided and reviewed. Based on the video review, thrombus inside the apex of the filter is confirmed. The filter is performing as intended. The investigation is inconclusive for removal difficulties. The thrombus inside the apex of the filter likely prevented the filter from being retracted inside the retrieval sheath. Labeling review: the denali vena cava filter instructions for use (IFU) state: do not attempt to remove the denali filter if significant amounts of thrombus are trapped within the filter or if the filter snare hook is embedded within the cava wall. Additionally, specific instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a scheduled vena cava filter retrieval procedure, a contrast injection of the inferior vena cava demonstrated thrombus within the vena cava filter. The filter remains implanted. There was no known impact or consequence to patient.